Event description:
It was reported that the tip of the screwdriver capture broke when tightening it to the screw. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h11. Corrected section: h4. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided pictures identified the part and lot numbers match the reported part and lot numbers. The broken tip of the device is not pictured. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. However, the use after the recall was confirmed. The root cause of the instrument fracture is attributed to a design deficiency. However, use error is also noted as the design deficiency resulted in the device being recalled and discontinued. The reported device should no longer be in use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.